Event description:
It was reported to boston scientific corporation that during a therapeutic stone retrieval procedure, which occurred in 2007, one of the four wires on our segura hemi stone retrieval basket came free but still was attached to the sub assembly. With the assistance from another physician the entire device was removed in one piece with some difficulty. The procedure was completed with another boston scientific device. No patient complications occurred due to this event.

Manufacturer narrative:
Unknown/ no information available from user facility section: consequences to patient (not labeled). Surgical procedure, delayed (not labeled). Breakage of device (not labeled). Failure of device (not labeled). Customer complaint confirmed. The returned segura hemi stone retrieval basket visual investigation indicates the wire broke due to laser exposure. Several melted spots were found on the basket wires, including the end of the broken wire. One of the 4 basket wires is broke near the basket and is bent away from the basket. The end of the broken basket wire shows melting damage, indicating the wire broke due to laser exposure. A lot history search was performed and found no other complaints have been reported from this lot. A review of the device history record revealed no anomalies that could be associated with this incident. The sheath of the device was torn/split for an unknown reason. The april 2007 15-month segura basket complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. The root cause of this complaint is a user error in that the basket wires were exposed to the laser during use, resulting in melted and broken basket wire.